Event description:
It was reported that a left ventricular (lv) lead was attempted at implant, however exhibited multiple high out of range pacing impedance measurements despite repositioning. A new lead was successfully implanted without complication. No adverse patient effects were reported.